Manufacturer narrative:
One device was received for evaluation for the complaint that an over-infusion occurred. The review of event log found that there are no errors related to the customer complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the lens scratched, dso seal detached. During testing the complaint not replicated, and the probable root cause could not be determined. Three performance verification tests were performed. All tests exceeded specifications, and the software was updated.

Event description:
It was reported that an over-infusion occurred. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.